Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited a diagnostic anomaly whereby alerts for atrial fibrillation were being sent inappropriately. It was determined upon review of electrocardiograms (egms) that the alerts were due to premature ventricular contractions and not atrial fibrillation. Programming changes were recommended and attempts were made to bring the patient in clinic but the patient has declined at this time. No patient consequences were reported.